Event description:
The customer reported that the rubber discharge switch cover had split and torn open. There was no report of pt use associated with the reported event. The internal paddle cables and handles were purchased by the customer in november, 2007.

Manufacturer narrative:
Replacement internal paddle cables were provided to the customer. Updated info regarding sterilization guidelines for the internal paddle cables was also provided to the customer.